Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient was at the hospital for a previously scheduled appointment regarding a heart issue. The patient indicated they had a heart attack in december. While at her appointment, the patient stated she was having difficulty breathing. A finger stick reading was performed, and her bg was above 600mg/dl compared to the cgm that was displaying 200mg/dl. The patient was admitted for observation and was treated with 1 liter of fluids. It was indicated that the patient was expected to stay in the hospital overnight. At the time of contact, the patient was in stable condition. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not determined. Reportedly, the patient was taking medication containing acetaminophen. Labeling indicates: taking medications with acetaminophen (such as tylenol or excedrin® extra strength) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and is different for each person.